Manufacturer narrative:
(B)(4). Batch # p9480h. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a cardiovascular surgery, the device was broken off when it was connected to the hand piece with the torque wrench. The doctor commented that the device might have been broken from the beginning since the torque wrench was rotated gently. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p9480h. Investigation summary: the device was received with the blade outer sheath broken at the torque wrench area. The broken piece was returned with the device. No damaged at the blade was seen as reported. When tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.